Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx endoanchors were used as an accessory device with a non-mdt stent graft for an unknown tevar treatment. During the procedure it was reported 4 endoanchors were implanted in the two overlapping stent grafts' area without issue, after the 5th endoanchor was implanted it was noted that the endoanchor was fractured and only half of the anchor was implanted. An additional stent graft was then implanted to cover the area containing the fractured endoanchor, so as to fix/place the broken en doanchor between the fabric of 2 stent grafts. Per the physician the cause of the event was possibly due to a broken screw during manufacturing or the screw broke while being fed into the applier. No additional clinical sequela were reported and the patient is fine.

Manufacturer narrative:
B5. Additional information received ; it was reported per the physician; heli-fx endoanchors were used as an accessory device with a non-mdt tevar stent graft for an descending tevar treatment. During the procedure 2 endoanchors were implanted in the distal sealing zone of the descending aorta. The 3rd anchor was first placed and then as the next anchor was to be loaded into the delivery catheter it was noted that this did not work.several attempts to load a new anchor failed. A new applier was opened and used to pace an additional 2 anchors as intended. .final angiography looked good but it was noted that there seemed to be an anchor positioned in the mid descending aorta. Imaging failed to see if the anchor was wedged between two tevar devices or not but it seemed absolutely fixed. It was also clear that it was only approximately half an anchor and that the other portion could be located still in the distal aspect where it was originally placed. An additional stent graft was implanted to cover the area containing the fractured endoanchor, so as to fix/place the broken endoanchor between the fabric of 2 stent grafts. Under fluoro it was clear that the anchor was floating freely and moved upon placement of the final tevar device but was ultimately wedged between the devices. It seemed like the staple broke during implantation at least partially and dislocated during the case. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.